Event description:
Pt underwent injection of laryngeal cleft with injection of juvederm (lot# h30la80187) for aspiration on (B)(6) 2018. Pt subsequently developed difficulty breathing and stridor post op requiring high flow nasal cannula support. Pt subsequently required endotracheal intubation on the morning of (B)(6) 2018.